Event description:
It was reported that the patient with this inflatable penile prosthesis presented with recurrent incontinence. No device issues were identified. Urethral atrophy at the cuff was suspected. The device was explanted and replaced with one with a smaller cuff. No further patient complications were reported.